Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
While reviewing the surgical plan, resident informed field service engineer that computer for pre-op planning was unusually slow and lagging about 5-10 seconds after clicking within the software. He restarted the computer and make sure that it was plugged into a power outlet which did not resolve the issue. He later shut down and restarted the system a second time and issue was resolved.

Manufacturer narrative:
Computer for pre-operative planning was reported to be slower than usual. Event summary, device history record review and complaint history review did not identify contributing factors. Technical investigation confirmed that the issue was due to a transient problem with the processor which was not running at full speed.

Event description:
While reviewing the surgical plan, resident informed field service engineer that computer for pre-op planning was unusually slow and lagging about 5-10 seconds after clicking within the software. He restarted the computer and make sure that it was plugged into a power outlet which did not resolve the issue. He later shut down and restarted the system a second time and issue was resolved.